Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event do not close under tension for repositioning forceps l143mm could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The deformed handle was caused by too much force applied on device branches over the time, normal life cycle of the instrument. Note: "always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry" (v15011 rev k 01-2014 instruments) [original statement] "the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 2 for further details." (L24002000-en rev l, ot-rg-1, 06-2014) [original statement] appendix 2: repositioning forceps "potential failure modes: ¿ deformed functional surfaces (e.g. Teeth and locking mechanism) ¿ clearance between the handles" (l24002000-en rev l, ot-rg-1, 06-2014) [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It is reported by the nurse, that the lobster clamp does not close under tension of a reduction. The weber clamp points deform and break off during bone reduction.

Event description:
It is reported by the nurse, that the lobster clamp does not close under tension of a reduction. The weber clamp points deform and break off during bone reduction.